Event description:
Hill-rom received a report from a user facility stating the head of the bed lowered down from its set position. The patient's endotracheal tube migrated out of position several centimeters and was repositioned by the respiratory therapist. Later the same day the bed was noted to have lowered down from the set 30 degrees to 15 degrees. The patient's endotracheal tube became dislodged, leading to hypoventilation and code. The risk mgr for the user facility stated that the healthcare providers at the facility did not feel that the head of the bed lowering from the set position contributed to the dislodgement of the endotracheal tube. There were family members in the room and it is not known if they bumped the equipment or lowered the head section leading to the dislodgement. The trach ties were in place to secure the et tube. Following the event the family decided to terminate life support.

Manufacturer narrative:
The hill-rom tech evaluated the bed and found no evidence of hydraulic fluid leakage or loose connections. The overall function of the bed was checked and determined all functions operable. The head section was set and tested with 100 pounds of weight. It lowered from 20-30 degrees to zero over several minutes. A search of the hill-rom maintenance records shows the last date hill-rom performed any preventative maintenance on this bed was 02/17/2011. Service of the beds at this user facility is performed by a third party vender and any needed repairs will be performed by that third party vendor.